Event description:
Toward end of tracheostomy procedure, as scope was being withdrawn from the endotracheal tube, staff noted a burning smell. Tip of scope was burned. Replaced scope; no harm to patient.